Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead delivered inappropriate anti-tachycardia pacing for atrial fibrillation (af) with rapid ventricular response (rvr) and exhibited intermittent capture. Programming changes were implemented. The patient was in stable condition.